Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on (B)(6) 2008: a (B)(6) female initiated therapy with poly-l-lactic acid (sculptra) in (B)(6) 2007. One injection was given to fill in the lines on top of her lip. (Only therapy date provided was (B)(6) 2007). The pt reports she has a "big lump under the nose". Onset of event was reported as "right away." Consumer expressed that the treatment was not put in the right place. The event was ongoing at the time of this report. Lot number/expiration date and details of reconstitution not provided. Medical history and concomitant medications not provided. No further medical info reported. Additional info for poly-l-lactic acid (sculptra) (lot #/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.